Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's complaint of dirty receptacle unit and b30 scope communication error code was confirmed. In addition, poor image appearance was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name - (B)(6) clinic.

Event description:
The customer reported to olympus, the video system center had dirty receptacle unit and a b30- scope communication error code. The issue was found during preparation for use. The diagnostic procedure was completed with another set of device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that the malfunction resulted from the dirty interior of the video connector receptacle. Olympus will continue to monitor field performance for this device.